Manufacturer narrative:
Film evaluation summary the endoleak was confirmed; however, the exact cause and type of endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided. Limited CT¿s returned from 11 years post-implant confirmed an endoleak most likely coming from the right limb of the aneurx. Near the endoleak the limb was acutely angulated ~90 deg near to where it exited the gate, and there was potentially a fractured stent strut(s) observed at the inner curvature of this acute bend. It appears most likely that this was a type iiib fabric endoleak which was possibly caused by limb angulation, leading to the strut fracture, which resulted in abrasion of the fabric. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft cuff and limb were implanted in a patient for the endovascular treatment of an unknown endoleak. The patient had an anuerx stent graft system previously implanted, on an unknown date approximately 8 years earlier. It was reported that the patient presented with an unknown endoleak approximately 8 years post implant of the aneurx stent graft system. Two weeks later, the physician did multiple injections, however was not able to reproduce the endoleak. The physician stated that they saw a defect in the right limb of the aneurx stent graft. The etlw1628c124e endurant limb was then implanted as treatment. The endoleak was not resolved. As per the physician, the cause of the event could not be confirmed. No additional clinical sequelae were reported and the patient is fine.